Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: no additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed. However, there were no recorded allegations, nor is there any objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
It was reported to fresenius via a customer experience survey response that the patient discontinued peritoneal dialysis (pd) with the liberty cycler after experiencing a serious infection. No additional information was obtained despite multiple due diligence attempts.